Event description:
Caller states the patient tested 6.6 inr, 5.8 inr, and 3.6 inr on the coaguchek s system during duplicate testing. Coumadin was increased based on 3.6 inr. No adverse event reported. Requested return of suspect system and replacement was sent.